Event description:
It was reported that a steady increase in impedance was noted since implant. An episode of noise which led to aborted therapy was observed. On (B)(6) 2012, physician opened pocket and connected lead to a psa. Normal values observed. Provocation testing could not reproduce noise. Lead remains implanted and connection issue suspected.

Event description:
The patient returned after the (B)(6) 2012 procedure. Noise was seen again. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.